Event description:
It was reported that during an unknown procedure, there was a small hole on the tyvek. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.